Manufacturer narrative:
H6; code 100: excessive dried body fluids. Visual inspections & results: head rotates; yes. Nose shroud cracked/broken; no. Staples in nose; yes. Staples in the track; yes. Trigger engaged with precock; yes. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that excessive dried body fluids in the cartridge assembly may have cause the reported incident during surgery. The instrument was received with excessive dried body fluids in the cartridge assembly, but otherwise was in good physical condition. The dried body fluids were partially relieved and the instrument was cycled, fired, and properly formed the remaining 22 staples intermittently. It was concluded that the intermittent feed was due to the excessive dried body fluids. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the instrument jammed. There was no pt consequence.